Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed the evaluation. During the evaluation it was verified that the enclosure was dented at the upper right edges. Additionally, it was verified that electrical damage to the analog board was found, and the lcd was not functional. It was also determined that the battery was weak and would not hold charge. The cause(s) of the issue reported by the customer and the observed damages could not be determined. Based on the result s of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The affiliate reported that the unit was showing a "system failure" error message on the screen. The patient underwent an extra procedure while under anesthesia to implant and external ventricular drain. It was also reported that shortly afterwards, the ps provided a loaner icp express unit to the biomedical engineering department. It was tested according to their standards, was sent to the operating room, and almost immediately used to replace the fluid coupled icp monitoring with a codman transducer.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.